Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The device was received without suture or anchors. The deployment needle is in the t2 pre-deployment position. The device has no visible signs of damage. A functional evaluation revealed the device functioned as expected. The deployment of anchors could not be tested as anchors are not with and attached to the needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an endoscopy surgery, after deploy fast fix 360's t1 the t2 deploy prematurely. Both implants were removed from the patient. The procedure was completed with a smith and nephew backup device. There was a delay of less than or equal to 30 min. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an endoscopy surgery, after deploy fast fix 360's t1 the t2 deploy prematurely. The procedure was completed with a smith and nephew backup device. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.